Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a review of reports for the patient with this right atrial (ra) lead. Upon review, ts noted this crt-d system exhibited far-field oversensing on the right atrial (ra) channel. No adverse patient effects were reported. This ra lead remains in service.